Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the device was cracked on right plunger case. Bottom case contaminated, unable to remove the plunger head mount from the plunger tube because of old lock, left plunger case cracked and the inside screw inser broken off. Also, parts of the drive train parts were outdated, worn and with black dirty grease. During the power up process, check and test force sensor testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced force sensor as a preventive measure. Performed preventative maintenance and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a system failure. No patient injury was reported.